Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent a shoulder arthroplasty procedure on (B)(6) 2017 where the following devices were implanted: ar-9100-10s lot: 10055062; ar-9106-01 lot: 1027261611 and ar-9146-20p lot: 160051618. On (B)(6) 2017, the patient underwent a revision tsa/glenoid revision and humeral head size reduction for an unknown reason and the following devices were explanted: ar-9106-01 lot: 1027261611 and ar-9146-20p lot: 160051618. These were replaced with: ar-9105-01 lot: 113601629 and ar-9144-19p lot: 160047318.